Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "leak". Healthcare professional reported "rupture" of a saline device and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Event description:
Patient reported "has major anxiety and fear of developing cancer".

Manufacturer narrative:
Clarification h10: mw5159673, mw5159672 are the report numbers of the voluntary medwatches submitted by the patient on 12/sep/2024. Device analysis: the device related to the reported event of deflation, use error and anxiety - product/procedure was received on oct 28, 2024. With lot number 1516010. Based on the device analysis grid, the assessments of the complaint are: deflation/use error: observed two opening and broken on the plug strap assessed as unidentified (tear). (Shell thickness was within specification). No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d4, e4, g2, h6.

Event description:
Patient reported right side "leak". Healthcare professional later reported "deflation" and exchange from textured to smooth due to the patient's concern with the product. Patient additionally reported "surgeon under filled my implant and deflated". Patient's legal representative later reported "implanted with biocell textured breast implants and has suffered, or will suffer, painful removal procedures, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, additional care, capsular contracture, as well as other treatment, therapy, recovery and expense associated with the removal of the biocell textured breast implants, along with increased risk of alcl, fear due to risk of alcl, and any condition or symptoms associated with alcl or the prevention of that issue, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering, and other physical and emotional manifestations that are severe and ongoing". The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5159673, mw5159672. Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation / use error: observed two opening and broken on the plug strap assessed as unidentified (tear). (Shell thickness was within specification). ¿anxiety-product/procedure: unable to observe as it is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported right side "leak". Healthcare professional reported "rupture" of a saline device and exchange from textured to smooth due to the patient's concern with the product. Patient reported "has major anxiety and fear of developing cancer". The device has been explanted.

Event description:
The device has been explanted.